Event description:
Customer reported that the unit works in tone mode with no voice output. There was no pt incident or injury reported.

Manufacturer narrative:
Results: - evaluation of the returned product confirmed the reported issue. Functional test revealed that the voice message does not play. Also when set to voice and tone mode, neither the voice nor the tone play. The customers batteries read 1.2 v which is low, the low battery indicator sounds as it should when using customers batteries. (B)(4).